Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the balloon ruptured at 10 atmospheres.

Manufacturer narrative:
Updated b5: describe event or problem e1 initial reporter address 1: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.